Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurring early-morning hypoglycemia while using the ilet system, and the caregiver contacted support for guidance; troubleshooting focused on adjusting settings by discussing a secondary cgm target and a link to related instructions was provided. Symptoms included low blood glucose. Outcomes included no reported injury, hospitalization, or long-term impairment. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, with the event characterized as hypoglycemia of unclear cause while using the ilet with cgm alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.